Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple, intermittent occasions, the customer consumed food and delivered too much insulin via bolus for the amount of food consumed. Contact was unable to confirm whether or not the correct dosage was entered into the pump. Additionally, it was reported that the basal iq feature did not suspend insulin as expected during the reported events. Blood glucose (bg) level was between 60-70mg/dl. Recommendation was made by tandem technical support to upload the pump data logs to investigate the issue. Multiple attempts were made by tandem technical support to obtain a pump upload, however, the customer did not respond.